Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 35 mg/dl. The customer stated that they fell into a seizure in the bathroom. The customer was not hospitalized and did not provide information on their treatment. The customer was assisted with trouble shooting and was informed that their insulin pump will be replaced due to missing pieces form the reservoir compartment. The customer returned the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with a broken reservoir tube lip, a cracked case at the display window corners and minor scratches on the lcd window.